Manufacturer narrative:
Concomitant medical products: 3093, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information from a healthcare provider for a clinical study via a manufacturing representative initially reported the patient had pain at both the stimulator pocket and lead location. There was a slight inflammation noted at the patient¿s consult. There was no information regarding the actions taken or resolution of the event. Further follow-up is being conducted to obtain this information. On (B)(6) 2014, there was no reported inflammation diagnosed. The pain was still ongoing and was to be re-evaluated during the next patient visit. Additional information received reported pain over the implant site of the stimulator and lead was due to infection. There was a worsening of the inflammation in the following weeks with apparition of discharge in (B)(6) 2015. The device was explanted on (B)(6) 2015. The patient was hospitalized from (B)(6) 2015. The event resolved on (B)(6) 2015. The investigator assessed the event as serious and linked to the device and the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.